Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert for therapy history corruption. Upon review, boston scientific technical services (ts) confirmed the alert and noted previously stored therapy history data had been deleted. Ts recommended bringing the patient in and perform a memory download for engineering analysis. Data analysis confirmed therapy history corruption. During a device interrogation, the patient experienced asystole and went syncopal for 10 seconds. Device replacement was recommended due to risk of entering into safety mode. A device replacement procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert for therapy history corruption. Upon review, boston scientific technical services (ts) confirmed the alert and noted previously stored therapy history data had been deleted. Ts recommended bringing the patient in and perform a memory download for engineering analysis. Data analysis confirmed therapy history corruption. During a device interrogation, the patient experienced asystole and went syncopal for 10 seconds. Device replacement was recommended due to risk of entering into safety mode. A device replacement procedure was performed, and this device was explanted and replaced. No additional adverse patient effects were reported.